Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states the site reviewed all of their post-ops and noted that there was no issues. They stated that they questioned the treatments of some patients but later observed the treatments were centralized and the patients had great vision. It was also noted that they believe it was too early in the postoperative period to appreciate the outcome of these patients reported initially.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that in the past couple of weeks two or three patients have had decentered treatments. Additional information requested.

Manufacturer narrative:
No root cause will be identified as the reported event was withdrawn. (B)(4).